Manufacturer narrative:
The balloon catheter afapro28 with lot number 86258 was returned and analyzed. Visual inspection showed traces of blood within the inner balloon. Smart chip verification showed that the catheter has been used for 25 applications on date of event. The catheter failed performance test due to system notice 50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ upon application of the vacuum. The pressure test showed a leak though the tip. Dissection and pressure testing showed a guide wire lumen breach. Further analysis showed a guide wire lumen breach and kink at balloon segment (0.81 inches proximal from the tip). In conclusion, the balloon catheter failed the performance test due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.